Manufacturer narrative:
The investigation of pump did not start has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. H6 code 1503 was reported incorrectly on manufacturer device report 1220648-2024-24691. New code was added to medical device problem code.

Event description:
The user facility reported a patient with cardiogenic shock from an acute myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support (mcs); however, the attempt to start the pump was unsuccessful. The automated impella controller (aic) reflected "failure." Three additional attempts were made to start the pump, and these were unsuccessful. The aic was exchanged, and the same issue occurred. A new pump was successfully placed with start of mcs. The patient was reported to be stable following the event. Post event, it was noted there was a concern that the wire was not out of the impella before starting.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.